Event description:
The pt was skin tested in 11/1997 with no response at the test site. After treatment in the upper vermilion border of the lip later in 1997, the pt had a hypersensitivity response at the treatment sites and at the test site. In addition the pt has some hyperpigmentation at the treatment sites. The pt never required any treatment other than topical applications. This event is being reported because mmc's procedure required reporting hypersensitivity events with durations that exceed two years whether or not medical intervention has occurred.